Event description:
The quantum® total ankle prosthesis is indicated as a total ankle replacement in primary or revision surgery for patients with ankle joints damaged by severe rheumatoid, post-traumatic, or degenerative arthritis. The quantum® total ankle prosthesis is a fixed-bearing, semi-constraint ankle prothesis with 2 components and composed of: a tibial component composed of a metallic (ta6v) tibial tray implant fixed to a polymer (uhwmpe) insert, a metallic (cocr) talar implant reproducing the talus dome anatomy. When all components are implanted, with the insert rigidly locked to the tibial tray, the polyethylene insert acts as a single bearing along the talar dome, enabling flexion/extension and rotation movement at the replaced ankle joint. Each component of the quantum® total ankle prosthesis exists in different sizes and models. Event description : a french surgeon reported that 2 of his patients need an early prosthesis revision. The revisions have not been performed yet. Additonal information are to be collected and investigations are in progress.

Manufacturer narrative:
In2bones will continue to monitor and record such events, if any. If additional information are received on this incident, an update of this vigilance report will be performed.

Event description:
The quantum® total ankle prosthesis is indicated as a total ankle replacement in primary or revision surgery for patients with ankle joints damaged by severe rheumatoid, post-traumatic, or degenerative arthritis. The quantum® total ankle prosthesis is a fixed-bearing, semi-constraint ankle prothesis with 2 components and composed of: - a tibial component composed of a metallic (ta6v) tibial tray implant fixed to a polymer (uhwmpe) insert, - a metallic (cocr) talar implant reproducing the talus dome anatomy. When all components are implanted, with the insert rigidly locked to the tibial tray, the polyethylene insert acts as a single bearing along the talar dome, enabling flexion/extension and rotation movement at the replaced ankle joint. Each component of the quantum® total ankle prosthesis exists in different sizes and models. Event description: a french surgeon reported that 2 of his patients need an early prosthesis revision. Additional information were communicated to in2bones sas on june 19th, 2024: regarding the first patient involved (male, 66 years old, born on (B)(6)1958): the patient initial quantum surgery was performed on (B)(6) 2022. The revision surgery has been performed on (B)(6) 2024: the quantum prosthesis was completely removed and replaced by a competitor device. The cause of the revision is related to a migration / subsidence of the prosthesis components. During the prosthesis removal, the surgeon reported that he had to perform an extensive cleaning of the joint and adjacent tissues. The surgeon described that a black material was integrated in the soft tissues and fixed on the tibial and talus cortical bones at least on the anterior part of the ankle. Regarding the second patient involved (male, 74 years old, born on (B)(6) 1950): the patient initial quantum surgery was performed on (B)(6) 2024. A partial revision surgery has been performed on (B)(6) 2024: the tibial implant and associated insert have been removed and replaced, and the talar component of the prosthesis was not replaced. During the explantation of the quantum tibial implant, the surgeon reported that he had to perform an extensive cleaning of the joint and adjacent tissues. The surgeon described that a black material was integrated in the soft tissues and fixed on the tibial and talus cortical bones at least on the anterior part of the ankle.

Manufacturer narrative:
In2bones will continue to monitor and record such events, if any. If additional information are received on this incident, an update of this vigilance report will be performed.

Event description:
The quantum® total ankle prosthesis is indicated as a total ankle replacement in primary or revision surgery for patients with ankle joints damaged by severe rheumatoid, post-traumatic, or degenerative arthritis. The quantum® total ankle prosthesis is a fixed-bearing, semi-constraint ankle prothesis with 2 components and composed of: a tibial component composed of a metallic (ta6v) tibial tray implant fixed to a polymer (uhwmpe) insert, a metallic (cocr) talar implant reproducing the talus dome anatomy. When all components are implanted, with the insert rigidly locked to the tibial tray, the polyethylene insert acts as a single bearing along the talar dome, enabling flexion/extension and rotation movement at the replaced ankle joint. Each component of the quantum® total ankle prosthesis exists in different sizes and models. Event description : a french surgeon reported that 2 of his patients need an early prosthesis revision. No additional information were provided.